Event description:
Attorney reported: in 2005 - the patient underwent a ventral incisional hernia repair procedure with placement of a composix e/x mesh patch. In 2006 - the patient underwent a vigorous debridement of infected tissue. Ninety percent of the mesh patch was explanted. The mesh was noted to have migrated, causing a reherniation with a fistula. In 2007 - the patient underwent insertion of a port-a-cath central intravenous line. The operative report noted that the injury from the mesh patch necessitated this long term intravenous antibiotic care.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.